Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that she missed a known anti-fy(a) of a patient sample when using biotestcell 1&2 on tango infinity. The customer did not return the supposedly defective product, but the patient sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing. The affected tango infinity was inspected by our field service engineers. Evaluation of the material is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that she missed a known anti-fy(a) of a patient sample when using biotestcell 1&2 on tango infinity. The customer did not return the supposedly defective product for investigational testing, but the patient sample that had caused the false negative test result. The customer returned two different patient samples: one tube with a purple cap, containing a draw from the patient that had yielded the positive reaction on tango infinity and a second tube with a pink cap, containing the patient material tha had yielded a negative reaction on tango infinity. When we received both patient samples the supposedly defective product was already expired. Therefore both patient samples were tested with the current lot oft biotestcell 1&2 on tango infinity and both samples yielded weak positive results. Furthermore both patient samples were tested in the gel method where they yielded negative reactions. A retained sample of the allegedly defective biotest 1&2 batch was tested during it's shelf life, using different samples and controls, e.g. An anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. The wash manifold aspirate and dispense probes were found to be too close and the gap between aspirate and dispense probes was widened. But we have no instigation to suspect the instrument performance to be causative for the reported problem. The instrument is running within specifications.